Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the actual sample, a thorough investigation could not be performed. No specific conclusions can be drawn. There are no other incidents of this nature reported against this part.

Event description:
As reported by the user facility: reports when nurse went to connect set to pt tubing separated at the y site. No pt injury, customer did not save sample due to if running chemo. Add'l info provided by the user facility indicated no one suffered any adverse sequela associated with the reported incident.